Manufacturer narrative:
Pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery and displacement test. No motor error alarm occurred. However unit had loud motor noise during rewind due to faulty motor. Unit had cracked on reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 195 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.